Manufacturer narrative:
Catalog# 48551000, lot# l7f. Visual inspection, device history review, complaint history review, risk assessment. One device was confirmed via visual inspection to have not been tightened down. Manufacturing files were reviewed and no incidents were found. The probable root cause is one blocker not being tightened down as per the surgical technique.

Event description:
On (B)(6) 2015 implanted for ci-c2 due to treatment of pseudotumor. 2017/3, cut out the rod on o/c plate. The blocker was no issue. Following up on going.

Event description:
(B)(6) 2015 implanted for ci-c2 due to treatment of a pseudotumor. (B)(6) 2017, cut out the rod on o/c plate. The blocker was no issue. Following up on going.